Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and later completed. No resulting adverse patient effects were reported; however it was reported that during a previous joint replacement, the physician failed to deactivate this device and the patient received an inappropriate shock. The patient was under general anesthesia and was unaware the shock had occurred. The inappropriate shock did not impact system functionality and the resulting 1003 code regarding the battery voltage, is unrelated. The explanted unit is intended to be returned for analysis. At the replacement, one previous episode of noise was observed in the device logbook. It appeared to be myopotential in nature with no patient impact. Gains on the new device were modified accordingly.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. No further anomalies were identified during returned product testing.

Event description:
Subsequently, the device was returned for analysis.